Manufacturer narrative:
Results: the cat8 was kinked approximately 34.5, 63.0, and 78.5 cm from the hub. Bends were present along the length of the cat8. Conclusions: evaluation of the returned cat8s revealed kinked devices. This type of damage typically occurs due to improper handling during removal from packaging. If a device is forcefully retracted at extreme angles during removal from the packaging or otherwise mishandled during preparation, damage such as kinks may occur. Further evaluation revealed kinks and bends along the length of the cat8s. Based on the return condition, some of these kinks and bends are likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01255.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system aspiration catheters 8 (cat8s). During the procedure, the hospital staff noted that two cat8s were bent when they were introduced into the opening of the sheath and therefore, the cat8s were removed. The procedure was completed using a new cat8 and an indigo system catd aspiration catheter (catd). There was no report of an adverse effect to the patient.